Manufacturer narrative:
Concomitant medical products: 503452 lead implanted: (B)(6) 1996. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited over-sensing. It was also reported that the right ventricular (rv) lead exhibited high and variable thresholds . The ra and rv leads remains in use. No patient complications have been reported as a result of this event.